Event description:
A pt reported experiencing inaccurate low results with their meter. The pt's blood glucose results were 116 compared to the lab's 179mg/dl tests were done within 10 mins with a difference of 27%. Pt had expired control solution. Check strips was within range. Pt did not experience any adverse events. No further info has been reported.